Event description:
It was reported via repair work order that the side rails could not remain latched due to damaged spring spacers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.